Manufacturer narrative:
(B)(6) 2018 - patient information was requested from the customer, but no response received. The customer contacted philip's product support and was advised to measure the battery charge voltage. The customer reported that the battery charge voltage is approximately 15 volts. Product support recommend swapping the battery with a known good unit and was provided with the part number. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator will not work on battery power. The customer reported that the unit was in use on patient, but there was no patient harm. The event date was not specified; estimate used.